Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump was replaced. Per the hcp patient experienced syncopal-like episodes when approaching and in days following pump refill (reported previously). A prophylactic removal of pump to avoid in-vivo battery depletion was indicated. It was added that the pump was also sent to hospital pathology. Patient sustained no injury and recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a follow-up report will be sent when analysis is complete. Initial reporter updated. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The pt experienced 3 syncopal episodes within the last 4 weeks. On (B)(6) 2011, the first syncope event occurred approx 1 hour following a refill procedure. During the refill, the hcp had issues accessing the pump reservoir; 5 attempts were made to access it. It was suspected there may have been a "partial" pocket fill. The pt went to the emergency room; the pump was updated 3 times that day. The specific updates were unk per the reporter. On (B)(6) 2011, the pt experienced a second syncope event approx 5 hours following a bridge bolus completion. The bridge involved changing the concentration of the secondary drug clonidine. Approx 3-5 hours following the 2nd syncopal event; the pt experienced another syncopal event. On (B)(6) 2011, the pt was at the hcp clinic and the pump daily dose was decreased. Troubleshooting of the pump was being performed. The pump event logs were normal. The pt was also taking oral pain medications. The pt was being evaluated for the cardiac issues and also having a neurological work-up performed. It was later reported that the pt's pump contained morphine, clonidine, and compounded baclofen. The pt was not due for another refill until (B)(6) 2011. Last syncopal episode occurred (B)(6) 2011.

Manufacturer narrative:
Final device analysis revealed no anomaly found for the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.